Event description:
Additional information was received that the device was explanted due to the code which indicated the voltage was too low for projected remaining capacity and premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a device interrogation a code displayed indicating that the voltage was too low for projected remaining capacity. Review of the data by a boston scientific engineer revealed that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. It was noted that they should no longer be relied upon to determine the depletion status of the device. Explant of the device was recommended. Currently the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.